Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported due to patient¿s medical history the patient received heparin drip. During the hf sensor implant procedure the patient experienced blood loss. The patient was admitted to the hospital due to experiencing lightheadedness and fatigue. No hematoma was observed. The patient was administered with lasix drip with increase in creatinine. The patient also experienced orthostatic hypotension so the medication was altered briefly. Diagnostics revealed the issue was due to hypotension and over diuresis. The patient was discharged home with diuretics. The patient is a clinical study patient and the issue is not related to the device but possibly due to the procedure.